Event description:
A malfunction on the pump was reported by the caller. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not appear again. Customer was advised to continue using the pump and to call back if the malfunction code recurs.